Manufacturer narrative:
Device passed the displacement, rewind and self test. No unexpected rewind/loud anomalies noted. No unexpected audio/vibrate anomaly /absence of alarm. No frozen screen noted during test and time clock advances properly. No unexpected discolored anomalies noted. Device received with cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had alarm not as loud. The customer also stated that the insulin pump had some screen discoloration, rewind was louder and had to reprogram clock. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.